Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 356 mg/dl. A systems check was performed with tandem technical support and no issues were identified. Customer successfully changed pump supplies and resumed insulin delivery.